Event description:
The customer stated the paramedics were called to his work due to low blood glucose levels. Troubleshooting revealed that the customer delivered a bolus prior to the event. The customer stated he had nothing to eat when the bolus was delivered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.